Event description:
It was reported that air within a device occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). The wds was advanced into the was and the hemostatic valve of the wds was loosened due to being overtightened. St segment changes were noted and advancement of the wds was paused. Air bubbles were visualized in the proximal portion of the wds. The wds was removed from the patient and flushed before being reintroduced. After five to ten minutes the electrocardiogram changes and air resolved without intervention. The procedure resumed and was successfully completed. The patient underwent neurological examinations, and no further symptoms were noted. Following a full recovery the patient was discharged.